Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. A batch review was conducted on potentially associated lots (h10i10024, h10h07014) and no issues were found related to the reported condition during the manufacture of those lots.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a (B)(6) male coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following information. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The nurse reported that she was unsure of the cause of the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, pd therapy was discontinued. On an unreported date in 2011, the patient recovered. The nurse was unable to assess if the peritonitis with (B)(6) was related to dianeal therapy. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.